Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the tubes cracked and leaked sample inside the instrument. No patient or user impact was reported. The following information was provided by the initial reporter: "3 tubes cracked and leaked in the instrument."

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the tubes cracked and leaked sample inside the instrument. No patient or user impact was reported. The following information was provided by the initial reporter: "3 tubes cracked and leaked in the instrument."

Manufacturer narrative:
H6: investigation summary a failure was identified on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated about e05 error. Bd service communicated with the customer and discovered cracked vials. Bd service followed-up with the customer about the cracked vials. However, customer did not respond to the bd service. If any additional information is available in the future this case will be re-opened and re-investigated. This is an unconfirmed failure of a bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.